Event description:
The incident, involved a bed alert system, consisting of the bed alert (sn. 17267), sensor pad (sn. Oco32660), and a nurse call wall adapter. On 17 may 1994 a patient crawled out of bed and fell injuring themselves, broken hip. Upon investigation it appears that the system had been tested and been in operation for at least 24 hours. I have tested the system and all sub-parts and they are working as designed. The 85 year old patient's hospitalization was prolonged. The manufacturer was notified as per smda.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.